Manufacturer narrative:
Cynosure technician inspected the unit and found the unit was out of specification. The energy output was 20% less than laser's nominal energy. The low energy was due to repairs needed for the device's lenses/mirrors and handpiece. The machine also did not trigger an error message to alert the user. This is reportabable because the customer's laser was operating out of specification.

Event description:
The laser device was found operating out of specification during the service evaluation and did not trigger an error message to alert the user.